Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage noted to distal and mid sections of stent, struts had been bunched in a proximal direction. The undamaged proximal section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal balloon cone appeared to have been bunched slightly. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 13-apr-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.00 x 38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The procedure was completed with a 3.0x28mm synergy¿ stent. No patient complications were reported. However, returned device analysis revealed stent damage.